Event description:
The biorci bioabsorbable screw broke during insertion, while completing fixation of a bone-tendon-bone graft. This resulted in removal of the proximal portion of the screw. It was determined that adequate graft fixation was achieved, therefore the distal portion of the screw remains implanted in the patient. This incident did not result in procedural complication or injury to the patient.